Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a patient with triple vessel disease and had previous inferior acute myocardial infarct (ami) percutaneous coronary intervention about 2 months prior. Pre-dilatation was performed on all lesions with a 2.5 x 20 nc trek balloon, reducing the stenosis to <40%. A 2.5 x 28 mm implant was deployed in the distal lad lesion. A 3.0 x 28 mm implant was deployed in the mid lad lesion. A 3.5 x 28 mm implant was deployed in the lesion after the d1. A 3.5 x 18 mm xience v stent was implanted in the lesion at the d1 and post-dilated with a 3.5 x 12 mm nc trek balloon. A 2.5 x 23 mm xience v was implanted in an 80% stenosis in the mid rca. On day 42, the patient came to the hospital with severe angina and the mid and distal lad implants were occluded with thrombosis. The thrombosis was aspirated and balloon angioplasty was performed, resulting in a good blood flow. After the procedure the patient had another mi, went into cardiogenic shock and got an implantable cardioverter-defibrillator (ICD) implant. He also went to dialysis and intra-aortic balloon pump procedure was done. After these procedures the patient got sepsis and cardiac failure, so he was stabilized with extracorporeal membrane oxygenation (ECMO) for 5 weeks. He also got a left ventricle assist device (lvad) and a right ventricle assist device (rvad) before heart transplantation. After the transplantation he died due to hemorrhagic shock and sepsis combined. The physician stated that he did not conclude any evidence that any of the abbott implants led to the worsening condition of the patient. Cine review of the procedure noted a dissection occurred during pre-dilatation.

Manufacturer narrative:
(B)(4). Guide wire: bmw universal, pilot 50, pilot 150. Guide cath: 6f ebu 3.75. Abbott vascular physician reviewed the cine of the procedure and it was noted that a dissection occurred during pre-dilatation. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection is foreseeable in the nc trek instructions for use. Although a conclusive cause could not be determined, this incident contained patient effect with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency.